Event description:
It has been reported that the bd¿ syringe 0.5ml 31ga 8mm ufii 10bag 500cs has been found experiencing 11 occurrences of the cannula pulling out during use. The following has been provided by the initial reporter: it was reported needle shield is hard to remove, when the customer managed to remove, the needle hub remained inside the needle shield. Issue: consumer reported needle shield is hard to remove, when she managed to remove, the needle hub remained inside the needle shield. Sample-available incident date-unknown, occurrence-11, item# 328468, lot# 9210531 and expiration date-8-31-2024. Consumer uses new needle each time of her injection.

Manufacturer narrative:
H.6 investigation summary: customer returned (11) 31gx8mm, 0.5ml bd insulin syringes. Consumer reported needle shield is hard to remove, when she managed to remove, the needle hub remained inside the needle shield. All 11 returned syringes were examined, and it was observed that six exhibited needle hub/shield separation; no damage to the barrel tips was observed. The five samples that did not exhibit needle hub separation were tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 2.79, sample 2 2.42, sample 3 2.97, sample 4 2.65 and sample 5 3.35. Based on the samples and/or photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure (needle hub separates) process summary: automatic syringe assembly machine, which feeds 1/2ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and notifications were looked at, nothing pertaining to this defect could be found. Root cause for this defect cannot be determined. A review of the device history record was completed for batch # 9210531 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200842492, 200842026, 200842264] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 0.5ml 31ga 8mm ufii 10bag 500cs has been found experiencing 11 occurrences of the cannula pulling out during use. The following has been provided by the initial reporter: it was reported needle shield is hard to remove, when the customer managed to remove, the needle hub remained inside the needle shield. Verbatim: issue: consumer reported needle shield is hard to remove, when she managed to remove, the needle hub remained inside the needle shield sample-available. Incident date-unknown. Occurrence-11. Item# 328468. Lot# 9210531. Expiration date-8-31-2024. Consumer uses new needle each time of her injection.